Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the customer contacted technical support to report repeated c-34 errors on the erbe integrated electrosurgical unit (iesu). Prior to calling, the customer attempted troubleshooting by power cycling the erbe unit without resolution. The technical support engineer (tse) performed additional troubleshooting, including changing the energy effects, however, the issue persisted. The tse then instructed the customer to locate a spare energy activation cable and connect an external esu to the da vinci system which allowed the procedure to continue successfully. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was analyzed and system log review showed several c-34 errors logged on 22-december-2025 along with c-92 errors. Additional errors, including m-11, m-02, 3-8a, and m-b1, were recorded on other dates in the previous month, and m-35, m-32, and m-1c errors were also present in the logs. The erbe unit was tested on an in-house system and exhibited c-34/c-00 errors during startup. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to internal component failure as evidenced by error c-34, which indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.